Event description:
During an athroscopic shoulder procedure, the tip of the device broke off. In order to retrieve the broken piece an open shoulder procedure was performed. This resulted in a 3 hour delay in procedure. There was no further injury to the pt.